Event description:
Caller reported experiencing a tandem mobi cartridge alarm. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support confirmed the cartridge alarm and arranged to replace the pump. The customer will continue using their current pump as a backup therapy and will follow instructions to put the malfunctioning pump into storage mode before returning it to tandem. A replacement pump was sent to the customer, who acknowledged the steps needed upon receipt.